Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had deep vein thrombosis and then pulmonary embolism. The patient presented with heart failure symptoms and low flow alarms. The patient was taken to the operating room for an urgent exchange from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.